Manufacturer narrative:
Concomitant medical products: a101117, 308-01-09 - 9x80mm distal stem modular cemented. 6577441, 308-05-22 - distal fixation ring ha 22.5. 7117065, 308-08-00 - xs prox body +0. A111536, 308-15-01 - taper locking screw 0. A369316, 320-10-00 - equinoxe reverse tray adapter plate tray +0. A369830, 320-15-05 - eq rev locking screw. A367023, 320-20-00 - eq reverse torque defining screw kit. S407866, 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. A209792, 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. S383999, 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. S384027, 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. A295953, 320-31-36 - glenosphere, 36mm. 6149570, 320-35-07 - small superior/posterior aug glenoid plate,left. A368531, 531-78-20 - shouldr gps hex pins kit. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 70 yo female patient, initial left shoulder implanted on (B)(6) 2023, underwent a revision procedure on (B)(6) 2023. The patient dislocated reaching down for something. The poly was replaced. There were no surgical delays. The patient was last known to be in stable condition following the event. No device returns anticipated due to hospital policy.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported dislocation and revision are related to any design, manufacturing, or patient related issues. The cause of the revision is most likely is related to the patient¿s underlying condition; however, that could not be confirmed.